Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was in backup vvi (bvvi) mode. Programming changes were made. The patient was stable.